Manufacturer narrative:
Return of product has been requested. Reporter returned one toothbrush head on (B)(6) 2016. Product investigation is in progress.

Event description:
The bit that holds the bristles came loose and the pin came out; pin came off brush heads in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown, the bit that holds the bristles came loose and the pin came out of the oral-b power oral care refill precision clean. The brush head had been used for 2 weeks. She reported the other brush heads from the pack of 4 were the same, and the pin came off in her mouth. No symptoms developed. The consumer reported she had previously used the same exact version of brush head.

Manufacturer narrative:
On 31-aug-2016 product investigation results: reporter returned one toothbrush head on 01-aug-2016. Toothbrush head confirmed to be counterfeit.

Event description:
The bit that holds the bristles came loose and the pin came out; pin came off brush heads in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown, the bit that holds the bristles came loose and the pin came out of the oral-b power oral care refill precision clean. The brush head had been used for 2 weeks. She reported the other brush heads from the pack of 4 were the same, and the pin came off in her mouth. No symptoms developed. The consumer reported she had previously used the same exact version of brush head.